Event description:
It was reported by service report that the fowler drifted down slowly when raised. It is unk if there was pt involvement or consequences to report.

Manufacturer narrative:
Result: faulty fowler brake clutch.